Manufacturer narrative:
The customer biomed spoke with philips remote clinical support (rcs). The biomed stated that mp5 monitor alarm review shows a ventricular tachycardia (vtach) alarm at 11:42 am on (B)(6) 2025. The biomed checked the alarm review screen on the m3155 central station computer and no alarms appear between 11:31am and 12:20pm on (B)(6) 2025. The biomed also checked wave review screen on the m3155 central station computer and continuous wave data was displayed. There were no alarms. The philips rcs verified that there was no run of vtach noted in either alarm/general review, or red tick mark in event review on pic classic. The philips field service engineer (fse) tested the mx40 paired to mp5 in the affected room. Alerts were triggered with a simulator, as expected, and all alerts were seen at the central station. The technical logs showed no problems or issues on the event date of (B)(6) 2025. The log data was forwarded to a philips clinical product specialist (cps) for review. The cps noted that the criteria for vtach are independently set and can be different between the mp5t and piic/mx40 which may cause alarms at one place and not the other. This is documented in the mx40 instructions for use part number 4535 649 31761 version c.01 pg.133 pdf¿ alarm behavior for non-networked devices (mp5t is not connected directly to piic, just to mx40 via short-range radio). The cps noted a vtach alarm for this bed later in the day, outside the stated time frame. 14:03:50.140 (B)(6) 2025: sdprocess 272101 alarm *** v-tach, 14:03:50.140 (B)(6) 2025: sdprocess 272101 red alarm sound -arrhy, 14:04:50.656 (B)(6) 2025: sdprocess silenced 272101 *** v-tach, 14:04:50.859 (B)(6) 2025: sdprocess 272101 red alarm sound -arrhy. This alarm also recorded at the central station 14:03:48.812 (B)(6) 2025 : dataserver ++ add job 628 alarm, alarmmgr (telpic2), 272101 (62003) (*** v-tach) [lk007n0]. The reported problem was not confirmed. The device is working as designed. Information will be provided to the customer to resolve the issue.

Event description:
The customer reported that an alarm for ventricular tachycardia was received at the mp5t device, however, the pic classic did not alarm. The device was in clinical use on a patient at the time of the event. There was no adverse event reported.

Manufacturer narrative:
The manufacturing date for the reported device is prior to 24sept2016 so no UDI required. The customer biomed spoke with philips remote clinical support (rcs). The biomed stated that mp5 monitor alarm review shows a ventricular tachycardia (vtach) alarm at 11:42 am on april 7, 2025. The biomed checked the alarm review screen on the m3155 central station computer and no alarms appear between 11:31am and 12:20pm on april 7, 2025. The biomed also checked wave review screen on the m3155 central station computer and continuous wave data was displayed. There were no alarms. The philips rcs verified that there was no run of vtach noted in either alarm/general review, or red tick mark in event review on pic classic. The philips field service engineer (fse) tested mx40 paired to mp5 in the affected room. Alerts were triggered with a simulator, as expected, and all alerts were seen at the central station. The technical logs showed no problems or issues on the event date of april 7, 2025. Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.